Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, silicone migration, and gel bleed.

Event description:
Patient reported capsulated device to right side, fibromyalgia and depression has got worse. Healthcare professional reported device is not ruptured but there is a 'silent bleeding' which seeps through gently. Device remains implanted.

Event description:
Patient reported capsulated device to right side, fibromyalgia and depression has got worse. Healthcare professional reported device is not ruptured but there is a 'silent bleeding' which seeps through gently. Subsequently, patient reported; "capsular contracture - baker grade IV" device has been explanted.

Manufacturer narrative:
Device photo analysis: for the device related to the reported event of capsular contracture/gel bleed/silicone migration was reviewed on 03-jan-23. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical/technical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red encapsulation and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient representative reported right capsular contracture baker grade from unknown to grade IV. Device has been explanted.